Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient's onetouch ultra2 meter was testing in settings mode. The complaint was classified based on customer care advocate (cca) documentation. The reporter claimed that the meter issue occurred on (B)(6) 2016 at noon. The patient manages her diabetes by self-adjusting her insulin doses. The reporter stated that an unspecified time prior to the meter issue occurring, the patient had developed symptoms of light-headed, dizzy, lethargic and nauseous prior to the issue occurring. The reporter detailed that at 07:30pm on (B)(6) 2016 the emergency medical services (ems) were contacted and at 08:00pm the patient had her blood glucose tested on an ems meter, which gave a result of "22mg/dl" and she was treated with food or drink and glucose tablets/gel. The reporter claimed that at 08:30pm the patient had her blood glucose tested again on the ems meter which gave a result of "67mg/dl" during troubleshooting the cca noted that it was the first time the product had been used when the patient was walked through the correct testing procedure the issue was resolved. Replacement products were sent to the patient. This complaint is being reported as the patient developed a sign that meets lfs criteria of a serious hypoglycemic event and subsequently received medical intervention from a healthcare professional after the alleged meter issue occurred.